Manufacturer narrative:
Brasseler is reporting the alleged malfunction in an abundance of caution. The allegations of malfunction have not been confirmed due to the inability of brasseler to perform an investigation on the blade which was not returned by customer.

Event description:
The doctor was using the blade for an acl repair surgery, cutting tibia and patella for btb autograft. The blade broke at the hub. They continued to use the same part number, and the other blades broke as well during this procedure. The reported number of blades broken varied from four to five. These blades, and their packaging, were discarded. There was no injury.